Manufacturer narrative:
Additional information was received that the patient underwent a procedure where in the ipg was relocated and replaced per patient and physician¿s preference. It was also reported that the pain at the battery site was due to placement. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the battery site. The physician did not see any signs of infection. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the battery site. The physician did not see any signs of infection. The patient will undergo a revision procedure wherein the ipg will be relocated.